Event description:
Caller reports that during a correction study, the following coaguchek xs/laboratory results were obtained: 1.7 inr/2.98 inr; 2.4 inr/3.53 inr; 4.0 inr/1.0 inr; 2.7 inr/4.01 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.